Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting an increase in pacing impedance measurements intermittently at 2,000 ohms. There was also an increase in pacing threshold measurements and noise reported on the lead. A boston scientific technical services consultant discussed obtaining an x-ray for further troubleshooting. There was also a discussion to program the device to vdd mode and to review detection enhancements. No adverse patient effects were reported.

Event description:
--

Event description:
Additional information was received indicating oversensing was also observed on this ra lead. An invasive procedure was performed and insulation damage was noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was checked in the clinic by the hospital staff. There has been no additional troubleshooting performed. The patient planned to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.